Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The surgeon decided to remove it and implant an anterior chamber lens instead. There was no pt injury. Reporter stated there was no problem with this lens, it was surgeon's preference to implant a different lens model.

Manufacturer narrative:
(B)(4) - no product malfunction: results - visual inspection of the returned product found small tear on the plate haptic. Lens returned in liquid. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was not lens related. It was surgeon's preference. (B)(4).